Manufacturer narrative:
Added add'l info, device was not returned for evaluation.

Event description:
It was reported the surgeon fired the ez45g. Staples did not completely form. Pulled another ez45g and the surgeon finished the case.